Event description:
On (B)(6) 2010, clinical specialist reported patient stated his boluses are not showing in his history. Clinical specialist stated she offered to see the patient; patient declined. On follow up call to patient on (B)(6) 2010, patient reported he has "disappearing numbers" on his infusion device. Patient referred to the issue as "irregularities" in the history and stated they do not match his infusion device activity. Patient reported when he does a bolus either standard or extended, sometimes they are not showing in his history. Patient stated on (B)(6) 2010, he was with a trainer and they were reviewing the infusion device history. He stated he thought the nurse saw his 2.6 bolus and the 2.7 bolus that he had given that day for lunch. However, when he got home, he discovered they were not in his history. Patient reported he is receiving those boluses because his blood glucose has not spiked. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.